Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix exhibiting poor threshold and the helix being unable to retract due to it being bent. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.